Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned a high result for 1 patient tested for elecsys troponin t hs (high sensitive) assay (troponin t hs) on a cobas 6000 e 601 module. The troponin t hs result from the e601 module was 2264 ng/l. The customer thinks this result is too high based on the patient¿s clinical picture and because the patient had a troponin I result from the siemens dimension method of 0.05 ug/l which is negative. The patient has polymyositis with no heart issues. There was no allegation that an adverse event occurred. The e601 module serial number was not provided. The patient sample was submitted for investigation where the customer¿s results were reproduced. The troponin t hs result was 2158 pg/ml and the troponin I result was < 0.3 ng/ml. A general reagent issue can be excluded. The investigation is ongoing.

Manufacturer narrative:
The sample was investigated further using size exclusion chromatography (sec). Investigations determined the troponin t hs value in the patient sample is considered to be correctly positive. The origin of troponin t in the patient sample should be addressed from a clinical point of view. The device did not malfunction. A product problem was not found.